Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, noise was observed on the atrial lead. The noise was reproduced via isometric testing. Programming change was made, and no noise was observed with the same test. The patient was stable and being monitored.